Event description:
Related manufacturer reference number: 2017865-2021-31167. It was reported that the patient presented for a follow-up in clinic. It was noted that both the right ventricular (rv) and right atrial (ra) leads was over-sensing noise leading to pacing inhibition. The patient was asymptomatic. The rv and ra leads were explanted and replaced. The patient was stable throughout the procedure.